Event description:
The device was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found pcba component failed. The pcba electrical damage. The device's pcba failed diagnostic testing. It was determined that the device was not acceptable for use therefore the device was scrapped. If any additional information is received, a follow up report will be filed.